Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock could only be obtained at certain spacing after temperature exposure with an external sound processor. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The internal hybrid visual inspection noted non-conductive epoxy encroachment on an electrical component. The reported complaint of no lock was confirmed during the analysis of this device. A significant drop in signal strength as well as elevated resistance was measured across an electrical component joint, which is believed to be related to the loss of lock. A scar was implemented. This is the final report.